Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached from the handle; therefore a functional evaluation could not be performed. The condition of the returned device is consistent with the complaint that the physician could not open the snare; the complaint was confirmed. A definitive root cause could not be identified. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable oval snare was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, resistance was met when the physician operated the handle and the snare could not be opened as a result. The procedure was completed with another rotatable oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results: flare detached.